Event description:
The customer reported the ventilator nurse call alarm was not working. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician reported the remote alarm connector was loose at its mounting on the main pcb board. The service technician replaced the main pcb board to address the reported problem. Performance verification testing was completed and passed per operating specifications.